Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and open bleeding sores. There was no alleged device malfunction contributing to the irritation. The doctor believed the irritation was caused by an allergic reaction however ,the patient has no known allergies. The patient was prescribed benadryl, zyrtac, triamcinolone, and cortisone 10 by the doctor as well as phytoplankton cream from a home health nurse. The patient stated keeping off the device helped improve the irritation.